Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered air was getting into the wash pump. The fse cleaned the wash valve stator and rotor and lubricated the wash pump cap bearings. The fse primed the system, no air bubbles were found. The fse performed a routine system check and a high sensitivity system check; both passed within system specifications. The fse performed 25-replicate precision test utilizing low level troponin I (accutni) quality control (qc) material; all results were within the expected precision of the assay. The unit conformed to the manufacturer's performance specifications. This medwatch report is related to MDR 2122870-2012-00097.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for several patients, involving access 2 immunoassay system. This is report number one of two. Subsequent testing produced a lower result, within the normal reference interval, for one patient. The elevated results were released out of the laboratory and questioned by the physician and did not correlate with patients' clinical status. Retest results of the patient samples were discrepant from the original results. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.